Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse powered on the system and reviewed the error log. The fse identified errors 22001 and 22002 pointing to link 3 of set up joint (suj) x. The fse checked the link 3 pot movement on suj x. The fse noted that the pot allen screw was a little loose. The fse tightened the allen screw and completed the suj calibration. The fse also checked the remaining sujs and performed the same action for the other pots. The system was tested and verified as ready for use. A review of the procedure log showed the site performed this pancreatoduodenectomy surgical procedure on (B)(6) 2022 with system (B)(4). The system logs were reviewed/analyzed as part of the fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer called in to report that the surgeon felt patient side manipulator (psm) 3 had non-intuitive motion, and it was not flexible. The technical support engineer (tse) confirmed with the customer that they did not reboot the system or exchange the instrument on psm 3. The customer was unable to perform troubleshooting at the time of the call. The customer informed the tse that they were using psm 1 and psm 2 to continue with the procedure as planned. There was no reported injury. On 27-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and the system powered on with errors. The site disabled psm 3 and completed the procedure successfully.